Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed occlusion test with the pressure too high out of range, which was not reproduced during evaluation. The cause was determined to be an out of specification force sensor that may induce false negative detection of downstream occlusions. The force sensor was calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the occlusion test and the pressure was too high out of range. The event occurred in the biomed during preventive maintenance testing. There was no patient involvement. No additional information is available.